Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the products said to be involved could not confirm the report as it was described, because all of the device components (particularly the clips) were not included in the return. During a functional test of the first returned device, the device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. During a functional test of the second returned device, the device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The description of event states: "during gastroscopy, the physician used a cook instinct endoscopic hemoclip. The clip inserted through the accessory channel. Tried to open the clip in the "bulbous knee". The clip could not be opened and as eventually opened the tip fell off." The difficulty in opening the clip most likely indicates the clip was in a partially deployed state and the hook of the drive wire was pulled out of the driver. Once this occurred, the clip was pushed off the end of the device in the opened position during the attempt to open the clip. The instructions for use state: "verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter." The instructions for use state: "close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During gastroscopy, the physician used two (2) cook instinct endoscopic hemoclips. The clips were inserted through the accessory channel. The user tried to open the clips in the bulbus knee [duodenum]. The clips could not be opened, and as they eventually opened, the tip fell off [clips deployed in the open position].